Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous left main trunk and mid left anterior descending artery. The lesion was dilated with a non-bsc balloon, and an attempt was made to cross the lesion with a non-bsc stent delivery system, but crossing difficulty occurred. A taxus liberte 2.5x24mm stent was able to successfully be placed in this lesion. An attempt was then made to place a taxus 2.5x28mm stent distal to the just placed 2.5x24mm stent, but it was unable to cross the lesion and implanted stent. When removed, it was noted that the distal end of the stent was damaged. During the same procedure, an attempt was made to cross a 75% stenosed lesion located in the moderately tortuous left circumflex artery with a 2.5x16 taxus liberte stent delivery system, but it was unable to cross the lesion. No damage was noted when the stent was removed. The procedure was able to be completed with a non-bsc stent with no pt complications. The pt's condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4).